Event description:
It was reported that approximately 6 weeks post lens implant the patient presented with decrease in vision, and anterior lens vault was noted during exam. The surgeon attempted to rotate the lens 8 weeks post implant, but the lens continued to vault anteriorly. The surgeon subsequently explanted the lens and the patient's right eye was left aphakic. The patient was brought back to surgery two days later for implantation of another lens. The surgeon indicated that in his opinion the most likely cause of the event was due to formation of scar (capsule fibrosis) around lens. The patient's most current bcva is 20/20 and prognosis and treatment is "good - routine exams".

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.